Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision was performed to reposition the lead. During the procedure, it was noted that the right ventricular (rv) lead had insulation damage. The rv lead was tested and the pacing impedance measurements were 430 ohms and the r-waves were 11 mvolts. When the pacing threshold measurements were tested, it was also noted that the rv lead was not delivering pacing. The rv lead was explanted and successfully replaced. The ra lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rv lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was retracted and there was dried blood in the helix mechanism and lumen. The lead tip was bent at a 9 degree angle between the helix housing and anode ring. The conductor coils were deformed approximately 219 to 219 and 430 mm from the lead¿s terminal pin. In addition, there was a cut in the insulation at 224 to 226 mm from the terminal pin exposing conductor coils; however, this damage is indicative of removing the suture sleeve at explant. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. In addition, all the damage noted during analysis was most likely the result of the explant procedure.